Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the hrm task did not grant motor power in reasonable time error. The customer¿s blood glucose was 156 mg/dl at the time of incident. The customer was able to clear the alarm but not able to passed the self test. The insulin pump will not be returned for analysis.